Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg was inoperable as she hadn't charged her system in approximately six months. An sjm representative met with the patient and confirmed communication was unable to be established between external devices and the ipg. Surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.